Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a physician and two nurses from (B)(6) of peritonitis with eosinophils in a (B)(6) male patient coincident with physioneal 35 unknown bag therapy. This is one of multiple reports by same reporter. On an unreported date, the patient began treatment with physioneal 35 unknown bag therapy (3 bags, daily, intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd) "since 3 weeks." On (B)(6) 2011, the patient drained after use with physioneal 35 unknown bag and experienced one clear drain followed by a cloudy drain. The patient did not experience any abdominal pain, a cutaneous reaction, or signs of "evocating bacterial peritonitis." The patient was not hospitalized. On (B)(6) 2011, the patient experienced peritonitis manifested by cloudy effluent. On an unreported date in (B)(6) 2011, the patient received remedial therapy with an unspecified antibiotic treatment (dose, frequency and route not reported). On (B)(6) 2011, the event of peritonitis resolved. The physician made the hypothesis, that the peritonitis could have been due to a cholesterol emboli syndrome "of low level noise development" but the patient presented without hypereosinophilia, clinical, or biological" signs specific to the pathology of cholesterol emboli syndrome. On an unreported date, the patient received remedial therapy with unspecified corticosteroids (dose, frequency, and route not reported) for cholesterol emboli syndrome. Physioneal 35 unknown bag therapy was ongoing. The physician stated that the event of peritonitis with eosinophils was possibly related to physioneal 35 unknown bag therapy.